Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support on how to fully reset pump, planned to perform reset once ready, and intended to call back after obtaining usb cable if problem continued, with no further outcome information available.